Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable, however, the pump values provided for the rate, dose and ramp up and down do not seem to match the infusion time and expected amount delivered. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that the pump bag was "empty 90 minutes early" and then alarms that the door is open. They stated that the therapy was programmed to run for 14 hours at a rate of 116.6 and a dose of 1400ml, the therapy also was reported to include a two hour ramp up and a two hour ramp down. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects or delay in therapy due to the complaint. (Complaint-(B)(4)).